Manufacturer narrative:
Other serious event was selected based on instructions from the FDA 3500a supplement which stated for medical device, when none of the other options applied, select other serious event. However, this event does not meet the serious adverse event description. This report is being submitted in response to the medwatch report mw5092924 received from the FDA and initiated by the customer/hospital staff on 06feb2020 .

Event description:
Patient was (B)(6) yo male with various corneal issues and exposure keratopathy. Treating physician, dr. (B)(6), decided to treat patient with pkclr as corneal defect was located inferior cornea. Patient was treated with a pkclr. The pkclr was removed with no issues; physician observed improvements in patient's condition. Physician opted for 2nd pkclr treatment due to success of first treatment. Pkclr was inserted on (B)(6) 2020 and removed (B)(6) 2020, with no abnormalities observed during explant. During follow-up with the patient, about 24 hours after explant, the physician noticed the small blue elastic band from the pkclr on the patient's eye. The band was successfully removed, and no adverse effects were observed as a result of the elastic band staying in the patient's eye. Patient was doing well after last follow-up with the patient. This incident was investigated by tti's medical director, dr. (B)(6), and he concluded that even in the worst-case scenario, this is not likely to cause or contribute to serious injury to the eye based on the device design and material specifications. If this incident were to recur, instead, it would lead to minor discomfort, readily reversible with the removal of the device. The band around the device ring is a soft elastic piece with no ridges or sharp edges and, even though the device unclipped inside the patient's eye, the patient did not suffer any permanent harm or damage and no adverse event reported.